Event description:
It was reported via repair work order that the brake crank cam bolt was missing not allowing the brakes to work properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported